Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical operation of colon cancer, while the device was being applied off the colon, the stapler did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. They replaced the reload to resolve the issue and complete the case. There was no patient injury.